Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastroesophageal junction during a ligation procedure for gastroesophageal varices performed on (B)(6) 2024. During the procedure, it was noticed that the bands could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h2 (additional information): block e1 (initial reporter address1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on april 16, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastroesophageal junction during a ligation procedure for gastroesophageal varices performed on (B)(6) 2024. During the procedure, it was noticed that the bands could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.